Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. One (1) fluoroscopic image was supplied by the customer. Analysis of the image show the proximal end of the coil protruding from the coil mass; however, the condition of the coil cannot be determined based on the image provided. Based on the analysis of the provided image and available information, the proximal end of the coil within the parent artery and outside of the microcatheter can be confirmed; however, the root cause is unknown.

Event description:
It was reported that after implantation of an embolization coil, a straight portion of the coil (tail) extended outside the aneurysm into the parent artery. The coil remains implanted in the patient. There was no reported patient injury or intervention. The patient is reported to be fine.